Manufacturer narrative:
It was noted that the hospital disposed of the device. If the product is ever returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that there was oversensing of noise on the right ventricular (rv) lead. It was noted that the noise was able to be reproduced with isometrics. A revision procedure was performed where the rv lead was surgically abandoned and the device was explanted. It was noted that the device had also reached elective replacement indicator (eri). No additional adverse patient effects were reported.